Event description:
Tech alleged that the ground resistance is out of range. No pt impact.

Manufacturer narrative:
The tech found the cause to be the power cord plug. The tech replaced the power cord plug to resolve the issue.